Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the right ventricular (rv) lead exhibited high thresholds and no capture at max outputs. Intermittent undersensing and a decrease in impedance was also noted. Perforation was identified. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.